Manufacturer narrative:
The pod was received not deployed with the pink slide insert not visible through the top housing viewing window and the cannula not visible through the bottom housing needle well. The pod data showed the device ran for 45 pulses, 35 of which occurred during first prime, before being deactivated. Rotational sensor abnormalities were observed in the pod data during priming. These errors resulted in first prime ending early and the release bar not lining up with the firing flat at the end of second prime. No damages or deficiencies to the needle mechanism and drive mechanism were observed that would contribute to a rotational sensor malfunction. The exact cause of the rotational sensor malfunction could not be determined.

Event description:
It was reported by the patient that the pod's cannula did not deploy as intended, indicating a needle mechanism failure. The pod was not worn. Treatment for reported issue was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.